Event description:
Fellow stated that the tip of the stryker drill was feeling warm. Stryker rep. Was present in room, charge nurse was made aware. Instrument repair tags available for attachment and set. Surgeon and fellow continued to use drill handpiece as it was uneventful. (Only the handpiece was hot to the surgeon, not the portion touching the patient). Manufacturer response for pi drill, (brand not provided) (per site reporter) unknown.